Event description:
The complainant reported that prior to patient arrival, an Automated Impella Controller (AIC) displayed a system self-check error message indicating that the self-diagnostic test had failed and that the controller should be replaced immediately.Troubleshooting was performed by powering down and restarting the controller. Following restart, the same error message reappeared and the condition persisted.In response to the reported condition, the controller was removed from service and replaced prior to patient use.No patient involvement occurred in association with this event. No signs or symptoms of patient injury or patient harm were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.